Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been no other event for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The blue plastic impactor tip locking mechanism is damaged, and no longer usable with the pka tibial baseplate impactor.

Manufacturer narrative:
An event regarding damage ¿the blue plastic impactor tip locking mechanism is damaged¿ involving a mako impactor was reported. Conclusion: the device was discovered during inspection. The device was not returned for evaluation so the event cannot be confirmed nor the root cause determined. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported relevant discrepancies. There have been 1 other events for the lot referenced. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The blue plastic impactor tip locking mechanism is damaged, and no longer usable with the pka tibial baseplate impactor.